Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an ivig infusion, the user noted that the burette chamber was emptied and attempted to refill however cracked the drip chamber when squeezing to add additional fluids to the burette.

Manufacturer narrative:
The customers report of a cracked drip chamber was confirmed. Visual inspection of the set found cracks on the burette chamber. The root cause of the customer¿s report could not be identified.